Manufacturer narrative:
See MFR: 3012307300-2017-01129, 3012307300-2017-01130, 3012307300-2017-01131, 3012307300-2017-01343, 3012307300-2017-01374, 3012307300-2017-01375, 3012307300-2017-01376, 3012307300-2017-01377, and 3012307300-2017-01378 (same patient).

Event description:
It was reported that a pinhole was found in the cuff of a portex® bivona® adult tts¿ tracheostomy tube. It was later reported that the patient passed away unexpectedly after use of the tracheostomy tube. Additional details regarding the event and cause of death have been requested, but not received.

Manufacturer narrative:
Four used portex® bivona® adult tts¿ tracheostomy tubes were received for investigation. Leak testing was performed and a leak was found in three of the four devices. The fourth device did not require a leak test as the cuff was clearly ruptured. Using magnification, an abraded area was found in the same exact location on the cuff of all four devices. Based on the results of investigation, there may be something specific to the patient's anatomy that caused damage to all four cuffs in the same area. The investigation did not reveal any intrinsic manufacturing defects with the returned devices. The complaint was confirmed.